Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. The manufacturer received information eye irritation, nose irritation, skin irritation, respiratory tract irritation. There was no report of serious or permanent harm or injury. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.